Event description:
It was reported that during insertion for a pulsed field ablation procedure, the faradrive steerable sheath clear was selected for use. Air was entering when advancing the farawave catheter. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a pulsed field ablation procedure, the faradrive steerable sheath clear was selected for use. Air was entering when advancing the farawave catheter. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
D2a common device name: corrected. The device was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.